Manufacturer narrative:
On (B)(6)2019, biosense webstre inc. Received additional information about the event which indicates the principle investigator has reassessed the severity of the adverse event from mild to moderate. Manufacturer's ref # (B)(4).

Manufacturer narrative:
On (B)(6) 2018, additional information about the event was received which indicates the principal investigator assessed this event as mild in severity, serious, not study device -related and definitely procedure-related. Manufacturer¿s ref # (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system, model # m-4800-01, s/n: unk manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. At the end of the procedure, the patient became hypotensive and a tamponade was confirmed via transesophageal echocardiogram. Pericardiocentesis yielded 200ml. Blood pressure stabilized and bleeding was resolved as a result of the intervention. Patient required extended hospitalization as a result of the adverse event. Patient outcome is improved. Physician did not provide a causality opinion.